Event description:
It was reported that the patient presented to the hospital syncopal episodes. Upon review, it was discovered that the right ventricular lead exhibited failure to capture. It was noted that the lead was dislodged. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital syncopal episodes. Upon review, it was discovered that the right ventricular lead exhibited failure to capture. It was noted that the lead was dislodged. No intervention was performed. The patient was in stable condition.